Event description:
It was reported the patient was having difficulty recharging his ipg. Repositioning the paddles and increasing/decreasing space did not resolve this issue. The patient reports he has not used or recharged his system in six months as he was on medication. A sjm representative met with the patient and confirmed the ipg will not communicate with the charger or programmer. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Correction/removal report #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.